Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio flex meter was displaying an empty battery indicator. This complaint was classified based on customer service representative (csr) documentation. The patient advised the csr that on (B)(6) 2018 at 6.30am, she was unable to obtain a blood glucose reading due to the alleged power issue. The patient stated that she manages her diabetes with a combination of insulin (humalog; sliding scale and a fixed dose of lantus; 20 units). She denied taking any action regarding her usual diabetes management regimen in response to the alleged product issue. The patient advised the csr that she developed ¿blurred vision¿ following breakfast, after the alleged product issue began. The patient denied receiving any treatment for her symptoms. At the time of troubleshooting the csr confirmed that the meter was not being used for the first time. Based on the information provided, there had been no misuse of the product. The csr also noted that the battery did not need to be replaced. The issue remained unresolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after she was unable to obtain a blood glucose reading due to the alleged power issue.